Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D4 and g5 are unknown. No product information has been provided to date.

Event description:
It was reported that during the pre-use check, a high pressure alarm went off. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. The customer reported problem was not related to a previous repair. Visual inspection found the device in good condition. There was evidence of the error recorded in the event history log. The reported problem was not duplicated during functional test. The occlusion detection level of the downstream occlusion (dso) sensor was within the standard. The event was not reproducible, so a decision of what caused the issue could not be made. No fault was found. For preventive measure however, the downstream sensor was replaced. The root cause of the reported problem was undetermined/unknown. A review of the manufacturing device history record (DHR) for this device found no causes or potential causes of the customer reported failure. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).